Event description:
The international customer reported the unit turns off suddenly on its own. The customer reported the device was in use on a patient and there was no patient harm. The device is being sent to a service facility for evaluation; completion of evaluation / service is pending.

Manufacturer narrative:
Evaluation & service pending.

Event description:
The manufacturers service technician confirmed the reported problem. The service technician replaced the cpu pcb board to address the reported problem. Applicable testing was performed and completed to specifications.